Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 5/16/2023, it was reported by a facility representative via email that an instrument from an ar-2600sbs-9 speedbridge implant system broke inside the patient. This was discovered during a hip scope procedure on (B)(6) 2023. The broken piece remains in the patient.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-3681 was received for investigation. No pictures of the reported event were provided. The device received for evaluation is not part of the reported ar-2600sbs-9. After further communication with the nurse from the outpatient surgery center, it was determined that ar-3681 was the faulty device. Functional testing was not performed due to the damage to the device. Visual inspection found deformation at the distal end at the instrument's tip, which was found to be bent and broken off. The most likely cause is attributable to misuse due to user error of using excessive force to pry and/or leverage the device. Refer to investigation photos.

Event description:
Additional information received on 10/6/2023: on 10/16/2023, an ar-3681 fibertak button was received with a broken tip for further investigation. After further communication with the nurse from the outpatient surgery center, it was determined that ar-3681 was the faulty device instead of the ar-2600sbs-9 speedbridge implant system.